Manufacturer narrative:
Date of submission 23-may-2018 the device has been returned and evaluated by product analysis on 16-may-2018 with the following findings: a review of the black box showed the total daily dose added up correctly and reflected the programmed basal and bolus programmed target. The ez-prime steps were performed correctly. The pump reflected 24 units after a 24 hours on a 1 unit/hour duration test. A 10u normal basal delivery was correctly delivered and recorded. The product performed within specifications and was unable to duplicate the inaccurate delivery allegation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a history/settings (history/settings issue) issue. It was reported that the bolus totals do not match and the difference is larger than 5 percent. There was no allegation of an adverse event with this complaint. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.